Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery (rca). A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed at 16 atmospheres and 20 atmospheres for 5 seconds respectively. However, during the second inflation, the balloon ruptured and a pinhole was noted at the middle part. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post-procedure.